Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant.

Event description:
In (B)(6) 2015, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient had non-radicular pain around the surgical area following the initial surgery. A CT scan showed that the most caudal implant was malpositioned being placed too posteriorly and likely wasn't fully crossing the si joint. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the most caudal implant. No other preexisting implants were adjusted or removed. The status of the patient following the revision surgery is not yet known.